Event description:
From staff: perclose devices were deployed for groin closure. 3 of the closure devices failed- the physician asked for a different lot number of the same closure device and the device deployed as normal. No harm was done to the patient. ? Bad lot of perclose devices. Lot#5091541 perclose proglide ref#12673-03.